Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one endeavor sprint des was implanted in the 1st obtuse marginal and a second endeavor sprint des was implanted in the lad. Approximately 31 months post index procedure patient suffered mi of the lad. Angiography revealed occlusion of the proximal segment of the anterior descending branch. The event was treated with medication and revascularization of the lad with stenting and the lcx with balloon. The investigator assessed the event as not related to the index device or anti-platelet medication. The patient is recovered with treatment. (Updates 28 jan & 19 feb also reviewed).